Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 204 mg/dl am fasting; customer stated the result had been obtained that morning. Customer stated that she has been obtaining results over 180 mg/dl for the past few weeks. The customer¿s expected am fasting blood glucose test result is <175 mg/dl. The customer feels well and did not report any symptoms. Customer stated that two weeks ago she had contacted her doctor due to the high and erratic results. Customer stated that the nurse had called and stated the doctor wanted customer to increase the dosage of novolog. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 09/30/2023 and open vial date is one month prior to call. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were returned for evaluation. Product testing was performed and no defect was found on returned meter and returned test strips. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 10-may-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 20-jun-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.